Manufacturer narrative:
Related manufacturer's report: 2916596-2022-14672. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown. The patient was reportedly medically progressing with no signs of complications. Per the inpatient team, ventricular assist device (vad) parameters were stable prior to the patient's death. Log file review captured the start of low flow events on (B)(6) 2022 at 11:27 am. Pump speed was changed to 4000 rotations per minute (rpm) at 11:29 am. The driveline was disconnected at 12:23pm and the pump stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome cannot be conclusively determined. Low flow alarms were confirmed via the submitted log file data; however, a specific cause for the patient outcome / change in pump parameters cannot be conclusively determined. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6) did not reveal any device-related issues that would have contributed to the reported event. The submitted controller event log file contained relevant data on 08oct2022 spanning from 09:39:51 to 12:23:25, per the timestamp. At 11:27:39 the estimated pump flow decreased from the typical 4.7-5.4 liters per minute (lpm) range to 2.4 lpm and continued to decrease for the remainder of the log file, activating continuous low flow alarms. The stored patient speed was changed from 6,100 rotations per minute (rpms) at 11:29:39 to 4,000 rpms. The stored patient speed was increased to 4,200 rpms at 11:34:55 before it was once again set at 4,000 rpms at 11:47:18, where it remained for the duration of the log file. At 12:23:20 the driveline was disconnected from the system controller and the system controller was powered off at 12:23:25. This appears consistent with the system controller being powered down and removed from use. The controller log files appeared to have captured the pump operating as intended at the set speed while the driveline was connected to the system controller. (B)(6) was returned assembled with the pump cable intact and attached to the modular cable. The sealed outflow graft was secured to the pump cover and the apical cuff was attached to the cuff lock. Upon disassembly of the returned device, examination of the inlet tube revealed a thin, tissue-like biological lining adjacent to the proximal opening. The lining was adhered and did not appear to have contributed to any flow or functional issues. Additionally, islands of tissue-like depositions were observed throughout the inlet cannula. The depositions were adhered and did not appear to have contributed to any flow or functional issues. Examination of the textured and non-textured blood-contacting surfaces of the outflow graft attachment, outflow graft lumen, pump cover, rotor, and rotor well revealed coagulated and loosely post-mortem blood. The lack of structure and adherence of this deposition suggests that it developed acutely, likely due to poor surface washing as a result of blood remaining in the device post-mortem. The remaining blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) fwas cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. G, contains the following information: section 1 lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.